Manufacturer narrative:
Esc button did not respond due to flattened button dome switch. No unlock on the lcd keypad connector noted. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Pump passed idle current test. Unable to verify bolus anomaly due to button keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump esc button was unresponsive. No keypad anomaly troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.